Event description:
The consumer reported poor coupling with recharging on (B)(6) 2015. The patient stated that she had a hard time getting the implantable neurostimulator recharger (insr) to connect with the implantable neurostimulator (ins). It was noted that the patient turned off the ins off in fear that the battery would deplete because she had difficulties charging the ins. After the patient reviewed recharging best practices, the poor coupling screen was reported on the insr screen. The patient stated that she charges over her underwear and she does not use the recharging belt. Four bars were reached when the patient placed the insr antenna on her skin. The patient lost 40 lbs, but she has always had coupling issues. The patient reported that the ins was loose in the pocket; when she laid down, it felt like it moved. On (B)(6) 2016, the patient reported that after meeting with a manufacturing representative (rep), there was still difficulty in getting a good connection and the ins pocket issue had not resolved. No patient symptoms were reported. Indications for use include spinal pain.

Event description:
Additional information received from the manufacturer's representative (rep) reported the consumer felt like the battery or pocket area was getting warm during recharging. The rep. Was working with the consumer to try and get good coupling with the antenna locate feature, and noted the battery felt slightly tilted in the pocket, but was able to get six coupling bars.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.